Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic distal pancreatectomy, the surgeon approached the pancreas for resection and attempted to fire after several clamps. However, the device displayed that the firing has been done. Although the green button was pressed, the firing could not be performed. Another device from another manufacturer was used to complete the case. It was seen that the staples at the proximal site of the cartridge had been pushed up. There was no patient injury.